Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date, this complaint will be updated &/or a follow up be sent.

Event description:
Dealer states the unit has a broken display.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the dc jack (power inlet) was damaged and the battery was not holding a charge, both of which could cause the front panel lights not to illuminate upon start up, which may have been the reason for the reported issue of a "broken" display. However, the display itself did not have a malfunction.

Event description:
Dealer states the unit has a broken display.